Event description:
There was an allegation of questionable sodium results for qc and patient samples from the cobas c 303 analytical unit. Example 1 was an initial result of 154 mmol/l, and a repeat result was 148 mmol/l. Example 2 was an initial result of 149 mmol/l, and a repeat result was 142 mmol/l. The repeat results were believed to be correct.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer checked the analyzer and could not find an issue. The qc and calibration results were within specification. The investigation was unable to determine a specific root cause. The calibration history leading up to the event was within the acceptable range. The provided qc data had failed results on the date of the event, but qc results were acceptable following the failed results. The provided analyzer alarm trace does not contain a conspicuous event.